Manufacturer narrative:
Analysis not required due to the complaint related to enlite serter.

Event description:
Customer reported issues with the insulin pump. Customer states that needle hub is stuck in the serter. The blood glucose reading is 206 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.